Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the raw material found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A review of the customer provided image found the device has been deployed. The prongs on the distal tip of the handheld device appear to be bent. No fracture can be seen in the anchor. A visual inspection of the returned device found that it was not returned in its original packaging. The anchor and sutures have not been deployed from the device. The distal tip of the anchor is fractured, and there is debris on the anchor and the shaft of the handheld device. Based on the condition of the product material found during visual inspection, additional material testing is not required. Since there was no patient injury or other complications reported; no further clinical/medical assessment is warranted at this time. Should any additional relevant clinical documentation be provided, this complaint would be re-assessed. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscus repair surgery, the twinfix anchor was fractured. The pieces were removed using tweezers. The procedure was successfully completed using a back-up device without a significant delay. No other complications were reported.